Event description:
It was reported that the pt states that he found out about recall in (B)(6). Pt started experiencing pain in his right hip in (B)(6). Pt was also experiencing fatigue. Pt states that the pain is in his ball socket and the pain radiates down his leg. Pt is scheduled for testing for (B)(6) 2012. Add'l info submitted via sales rep - (B)(6) 2012: it was reported that mechanically assisted crevice corrosion and secondary adverse local tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck-stem failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.